Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient developed skin irritation from the 63b electrodes. The patient said that she had a red rash with bumps underneath where the electrodes were placed. The patient did contact the doctor and was prescribed a hydrocortisone cream for the skin irritation. The doctor advised the patient to not use the unit until the skin has healed. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet (B)(4). Medical product: orthopak assembly catalog #: 1067718, serial #: (B)(4). Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed skin irritation from the 63b electrodes. The patient said that she had a red rash with bumps underneath where the electrodes were placed. The patient did contact the doctor and was prescribed a hydrocortisone cream for the skin irritation. The doctor advised the patient to not use the unit until the skin has healed. It was reported that no further information is available.